Event description:
The user facility reported a 43-year-old male being placed on impella cp required mechanical circulatory support. It was reported the patient was on impella cp support and experienced delivery issues, each attempt resulted in the patient developing ectopy and ventricular fibrillation when trying to implant the device. The patient also experienced bleeding at the insertion site. Ectopy eventually resolved and the impella cp was advanced over wire and started to function properly. The patient was on impella cp support for 4.35 hours before patient was successfully weaned off the device. The event required removal of the pump as the intervention. No patient harm was reported.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.